Event description:
It was reported that a loss of telemetry monitoring occurred for four minutes for up to 16 pts when an apexpro telemetry system rebooted on its own due to a presumed hardware failure. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.